Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 24-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the paresthesia coverage was inadequate. Pt had 565 paddles lead placed inadequately, could not get right side coverage. The hcp added one perc lead and disconnected on side of paddle lead. The issue was resolved.